Manufacturer narrative:
Date rec¿d by MFR : 16aug2019, date of report 19aug2019. The field service engineer (fse) was able to verified the reported touchscreen problem. The fse replaced the touchscreen to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported touchscreen failure. No patient was involved.